Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported display not readable. The customer¿s blood glucose was 220 mg/dl. Customer reported that insulin pump dropped on floor got crack on display and backside of the insulin pump. Customer reported that display not readable. The insulin pump will not be returned for analysis.